Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Skin graft mesher, (B)(4), was manufactured on july 2, 2004, and was over 12 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed that the roller and comb were damaged. The 1.5:1 ratio cutter, 2:1 ratio cutter, 3:1 ratio cutter, and 4:1 ratio cutter all produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the roller and damaged comb. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the unit needed repair and was under warranty¿ was confirmed since during the initial inspection it was noted that the roller and comb were both damaged. Based on the information that was provided the root cause of the reported event could not be specifically determined. However, during the initial inspection it was noted that the roller and comb were both damaged. The IFU states that ¿to avoid damage to the comb, the comb must be in the horizontal position before the cutter is installed.¿ and ¿if there is trouble with the insertion, verify that the correct ratchet handle is being used. If the correct ratchet handle is being used, then the roller extension end may be misaligned with the similarly shaped end of the ratchet handle. To facilitate alignment, grasp the knurled roller and keep it stationary, then turn the ratchet handle until the two shapes match and then push the ratchet on completely.¿ the skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the unit needed repair and was under warranty. Investigation results revealed the comb was damaged. No adverse events have been reported as a result of the malfunction.